Event description:
The charnley incisional retractor, used to widen the incision, had 4 prongs that broke off and were inadvertently left in the patient. Through x-ray, it was seen that the prongs were in the patient. Patient was taken back to surgery for successful removal of all 4 prongs.according to the healthcare professional, "it appeared that there was a flaw in the metal that caused metal fatigue."